Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular lead had exhibited increased pacing impedance measurements. A lead fracture was observed and the lead was removed from service. Removal difficulty was experienced which resulted in a prolonged explant procedure. No additional adverse patient effects were reported.